Event description:
It was reported that the device alerted due to high impedance on the right ventricular (rv) lead. It was noted that a rv lead fracture was confirmed with an x-ray. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274drg implantable cardiac defibrillator (ICD), (B)(6) 2010. A 4968 x2 implantable pacing leads, (B)(6) 2010. (B)(4).